Event description:
It was reported to philips that the device's therapy delivery test is failing during operational check. There was no patient involvement.

Manufacturer narrative:
The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. The customer was made aware of the end-of-life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time.